Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving compound morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient was without medication and "pump working for 2 months." It was asked if was possible the line could be blocked from it not being used for 2 months ((B)(6) 2016). It was stated "it stopped working, the pump malfunctioned, the gears inside quit working." Caller was to follow up with healthcare professional (hcp), and it was reviewed there was no way to know if a line is blocked and that they will need to follow up with there hcp. It was reviewed generally hcp checks the patency of the catheter during replacement. It was stated the hcp said they did, and they found out from a hcp that they did not know if it would work because they did not get any spinal fluid, and they did not believe it. It was reviewed to follow up with hcp to discuss options, and anything is possible, but again they would have to follow up with hcp. It was noted that pump was replaced on (B)(6) 2016. No further information provided.

Manufacturer narrative:
(B)(4) now also applies.

Event description:
Additional information was received from a healthcare provider (hcp). The old incision was opened by the surgeon and the old pump was removed. It was noted that there was no abnormality and no kinking of the tubing. A new pump was implanted. The intrathecal tubing did not have a backflow of cerebrospinal fluid (csf), and an attempt was made at a valsalva, but due to the lma anesthesia, this was not effective. This was discussed and it was felt that there were 2 options. A lack of csf flow had been seen and reported, and when the pump was connected it seemed to work normally. On (B)(6) 2017, a side port access was performed and it appeared the catheter was cracked/fractured midway between the pump connector and spine. On (B)(6) 2017, morphine was removed from the pump and was replaced with preservative free normal saline.

Manufacturer narrative:
Device code (B)(4) also applies to the catheter.

Event description:
As previously reported, it was stated that in reference to the (B)(6) 2016 replacement surgery: "caller stated the hcp said they did (check the catheter). Caller stated they found out from the pa that they didn't know if it'll work because they didn't get any spinal fluid. " this was in reference to the previous pump not current pump

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.